Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported by the representative that another representative has had similar issues regarding the set screw on the stimulator would not back out far enough to allow lead into header block. But he had reported those events and sent in the batteries for analysis. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No serious injury occurred and surgical intervention was not required.

Event description:
Additional information received reported that a new implantable neurostimulator was placed and the old one was sent in for analysis. The patient was doing fine.